Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that the display went blank after receiving insulin pump error alarm. The customer stated that he had changed battery, but display remains blank. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. The customer was assisted with troubleshooting and display did not return even after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display noted. Device received with cracked case(battery tube) and cracked battery tube threads.